Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Above implants were implanted in 2007. Patient was revised due to high metal ion levels and the appearance of fluid collections on MRI scan. Patient wasn't experiencing pain. Information received from kennedy's. Confirmed revision of pinnacle mom implants. Reason not provided, revision date confirmed. Update oct 18, 2017: pinnacle spreadsheet received. Updated products codes and lot numbers provided. This complaint was updated on nov 15, 2017.